Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited battery failure and was explanted.

Manufacturer narrative:
The device was analyzed in the lab. Upon receipt, the device was interrogated on a programmer and normal communication was established. A longevity calculation was performed using default settings and showed that the battery depletion was normal.